Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" however, a specific value was not provided. Customer delivered a bolus and changed the cartridge and infusion set to address the bg. Reportedly, the customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per the cartridge user guide, ¿the cartridge is contraindicated for use with products other than u-100 humalog and u-100 novolog insulins.¿ h3 other text : device not returned.